Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the thermal printer was returned for evaluation. Functional testing was performed with the thermal printer and the printer operated as expected. The error could not be reproduced. The part passed testing. H6 evaluation codes: method: 4109-historical data analysis, 10-testing of actual/suspected device, results: 213-no device problem found, conclusion code: 4315- cause not established. The most probable cause of the reported error code could not be determined. The printer operated as intended.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) visited the customer to address the reported event. During servicing, fse confirmed the 401 error message in the error log. Fse was not able to reproduce the error as the issue was intermittent. Fse replaced the printer due to problem was likely an intermittent paper lever. Fse performed the test print function and ran patient samples without any further errors. The instrument was operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 14-nov-2017 through aware date (B)(6) 2018. There were no similar complaints found during the searched period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting states the following: 6.3 error messages: when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages: with these errors, the assay stops and the analyzer immediately enters stand-by state. 401 printer off line: the printer paper holding lever is lifted up. Set the lever correctly. The most probable cause of the reported event has not yet been determined. The investigation is in progress.

Event description:
A customer reported getting an intermittent 401 printer off line error message on the g8 instrument. The customer moved release lever but the problem persisted. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which could have resulted in delay of results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.